Event description:
After the implant procedure, the right atrial (ra) lead was found to be dislodged. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
After the implant procedure, the right ventricular (rv) lead was found to be dislodged. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The lead was tested with a device and the connector pin was able to be inserted and removed with no anomalies noted. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for damages found consistent with procedural damage. All tines were intact and undamaged.